Event description:
It was reported that during deployment of a vascular stent in an a-v fistula, the stent jumped forward, only partially covering the lesion. Another stent was successfully implanted to cover the remainder of the lesion. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.